Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a foreign country that a cup burst during use. No injury occurred. It has not been confirmed that the contact lens care cup used was an allergan cup. The manufacturer is implementing corrective actions to prevent recurrence of this event.